Event description:
Philips received a complaint by a field service technician on the v60 indicating a device malfunction as there was a misalignment in the touch position. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. A field service technician performed regular maintenance on the device and confirmed that there was a touchscreen misalignment--the field service technician calibrated the touchscreen, but the issue remained. Therefore, the field service technician ultimately replaced the touchscreen, after which the issue was resolved. The touchscreen replacement indicates that the cause of the malfunction was due to a faulty touchscreen that needed to be replaced for repair. Following the touchscreen replacement, the field service technician confirmed that software version 3.20 was installed, conducted a comprehensive inspection, cleaned the device, performed running and functional testing, and returned the device to service as the device passed the required performance verification tests per philips standard. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly.